Event description:
Pt scheduled for (and done) pelvic laparotomy, total abdominal hysterectomy, bilateral salpingo-oophorectomy. Twenty four hours later, same pt brought in as emergency for exploratory laparotomy, evacuation of hematoperitoneum. Rptr cannot definitively say this exact suture caused this particular problem, but it was 1 to 2 postoperative bleeds on the same type of surgery within a 2 week period (no others for this surgeon in their history of this facility). As staff discussed situation, there was noted to be several other instances of multiple suture breakage within the past 3-4 weeks. Other #'s include 2-0 chromic/u245h/rkm045/exp 07/07, and 0-chromic/u246h/rem392/exp 01/07. Ethicon has also been notified.